Event description:
Surgeons in (B) (6) reported to integra's distributor that the spin screw head sometimes comes off while being inserted by the screwdriver after the barrel snapped off. The screws are still in the patient's body. Integra has requested additional clinical information.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.